Manufacturer narrative:
One biomet ratchet extension was returned for inspection with an osseotite® tapered implant and mating cover screw. The extension is confirmed to be fractured at the hex, and the missing piece is seized in the implant. The complaint is therefore confirmed. Returned device was examined visually. P-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Patient weight is unknown/not provided. Device lot number unknown/not provided.

Event description:
The doctor reports that during a procedure on (B)(6) 2017, they were placing an implant (xiitp4311) in tooth location #20 and the driver (imre100) broke off in the implant. They removed that implant and successfully placed another implant, all in same surgery. No delay in the procedure was reported.